Event description:
It was reported, the pt did not have stimulation and was unable to communicate with her ipg using the external devices. Replacement external devices did not resolve the issue. Follow up identified the pt had a skin infection on her leg, but the physician planned to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.